Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on stomach during a laparoscopic gastroplasty, after a few shots the device locked and stopped working completely. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler locked while being applied on stomach during a laparoscopic gastroplasty. They used another stapler to complete the case. There was no patient injury.